Manufacturer narrative:
The investigation of the returned device discovered a failed push bushing to shaft nylon joint bond. The vessel locator wings were undamaged, their attachment points were intact and the shaft nylon to pusher body bond was also intact. A malfunction was identified and corrective action has been taken. Review of the production history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a trained physician attempted arteriotomy closure using a starclose device after a myocardial infarct intervention procedure. The device became stuck in the pt's subcutaneous tract, and the physician used force and manipulation to remove the device. It was noted after removal, that the vessel locator wings were open and had not collapsed at click four. Hemostasis was achieved with manual compression. No add'l info was available.